Manufacturer narrative:
The reported event was addressed with phone support. The customer replaced the single port drape to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the single port drape has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, a single port drape could not drape arm 1. The sterile adapter would not hold. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised swapping sterile adapters from arm 1 and 2, this time the sterile adapter seated on arm 1 but not on 2. The tse asked if it was possible to use a new drape for the system, and they said yes. After using the new drape, system was ready for use. The procedure was completed as planned. No reported known impact or patient consequence was reported.